Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called to inquire about intra-aortic balloon had a gas loss alarm that had occurred 4 times over the last 16 hours. Reported during patient use and no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).